Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they may have tapped the wrong button, but they didn't think the implant was working right. Patient reported they were at 1.9v and it may have felt too high and they had been having issues with symptoms. Patient reported they had barely been able to get to the bathroom, especially at night. Patient described having accidents and leakage. Patient reported it was also affecting their bowels. Patient reported it worked great during the trial, so they were confident they could get the right setting again. Patient reported they were on p3 during their trial. Patient reported they increased stimulation to 1.9v to try and help their symptoms. Patient had increased an hour prior to calling and was still having issues. Patient was able to sync with their patient programmer on the call and it showed stimulation was on. Patient was assisted with changing to program 2 where they reported feeling stimulation in the correct area. Patient was going to monitor symptoms after the change was made and follow-up with their healthcare provider if they didn't resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their bowel symptoms were fine but they had issues with their urinary incontinence. This was reported as a gradual onset. They were set on program 1 at implant which worked ¿perfectly¿ for a few weeks. After a few weeks the patient had to continue to increase the stimulation due to their symptoms returning every few weeks. They eventually changed to program 2 and they had to again had to increase the stimulation due to symptom return after a few weeks. The patient stated that they would get symptom control for a while then, after a few weeks, their symptoms would return causing them to continue to increase to continue to get symptom control. Last week the symptoms were even worse and they noted they needed helped to change programs again. During the report, the patient started on program 2 at 2.5 and the stimulation was on. They changed to program 3 and increased it to 1.5 where the patient confirmed they could feel the stimulation at a comfortable level. Therapy considerations were reviewed with the patient. It was advised that the patient review any directions previously reported by their healthcare professional (hcp) and to follow up with them if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the therapy is working good for fecal but not bladder and that they increased stimulation a few days ago and symptoms have not improved. During troubleshooting determined that the stimulation was on and patient had the ability to change programs and/or adjust stimulation. Patient felt stimulation in the correct area after changed from program 3 to program 4. No further complications were noted or anticipated.

Event description:
Additional information was received from the consumer. The patient reported the therapy had been working good for fecal but not bladder. The patient reported their bowel symptoms were fine but that they were having issues with their urinary incontinence. The event reported was ¿stimulation not controlling symptoms. While on the call, the patient had been able to use the programmer and verify that stimulation was currently on program 4 at 1.0. The patient wanted to increase stimulation so they increased stimulation to 1.7 which was comfortable sitting, standing and walking. The patient was aware that they should decrease stimulation if the stimulation were to become uncomfortable. The patient was going to continue to track their symptoms. The patient noted the stimulation had always worked well for the bowel movements but that now it was like they had a sudden return of symptoms over the last two months. It was noted the return of urinary symptoms had been over the last 3-4 months. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the implant not working was severe incontinence of bowel and urine. It was further reported that changing programs resolved the implant not working.